Manufacturer narrative:
Examination of the returned instruments confirmed the complaint; the neck trial spins on the trial stem, doesn't lock down. It appears the root cause is attributed to wear out. The date code for the trial stem is af0403 and the date code for the trial neck is af1005. The instruments were manufactured in april of 2003 and october of 2005; ranging from 11 to 13 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The neck trial would not engage inot the stem trial.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.